Event description:
Pt in or for egd with dilatation of distal esophagus. #15-165-18mm dilator catheter passed through scope without difficulty. Balloon inflated with alliance integrated inflation system. Syringe prefilled with 35-40ml sterile water. As the balloon was being inflated, balloon ruptured. Pressure gauge read 4.5 atm's. Dilator system and scope carefully removed. All balloon pieces retrieved. Ruptured balloon appeared to break on the seam. No injury apparent to the pt. Scope was reinserted and new dilator used.

Event description:
Add'l info rec'd from MFR 5/19/04: direct product analysis was not possible as the product was not returned. However, from the analysis of the complaint description, previous investigations into this defect type have determined that this is typically caused by a sharp exterior source such as a calcified lesion penetrating the balloon. This defect would not be related to manufacturing, as the balloons are checked visually, dimensionally, and functionally during the pressure testing process. The device was destroyed by the user facility. Without the returned product, the root cause could not be determined, however, the reported defect will be monitored and trended.